Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted due to a battery status of 'elective replacement indicated.' Also, the device was in the off mode at the time of changeout.